Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected around the mouth, forehead and cheek with juvederm vista voluma xc. There was a delayed foreign body granuloma. Biopsy was not provided. That included swelling, stone like hard subcutaneous nodules, uneven, like wrinkles. These were dissolved with lysozyme, and the patient is taking prednisolone orally for the past two months and there has been some improvement.